Manufacturer narrative:
Customer service conducted troubleshooting with the customer, including no heavy letdown occurred; confirming no milk backup had occurred; verifying correct kit components were being used and washed according to our instructions for use; verifying breast shield fit; and verifying correct user positioning while pumping. The troubleshooting did not resolve the issue. A replacement device was sent to the customer and return of her original pump was requested for testing/evaluation. In follow up with a complaint handler on (B)(6) 2022, the customer stated that she developed mastitis about two weeks ago and was prescribed an antibiotic. Additionally, she indicated that the replacement pump was working ok, but still doesn't seem to empty everything and has to pump again in ten minutes. In follow up again with the customer on (B)(6) 2022, the customer indicated that the mastitis still occurs intermittently and that the replacement was working well but it is backing up again. The customer asked about possibly getting a different kind of pump. The complaint handler suggested that she contact customer service. The device was returned with the customer's parts and accessories and was evaluated on (B)(6) /2022. The device was tested with the customer's kit and the issue of no suction was reproduced. It was noted that there was milk residue on the connectors and membranes. Also noted, the eccentric motor shaft was out of specification. The device was then tested with a medela lab test and it passed suction and cycle specifications. Based on the results of our internal investigation (reference number ca11-001),it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is 0.008% for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis. Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. However in this case, the mother¿s mastitis required prompt medical attention for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2022, the customer alleged to medela llc that her pump in style maxflow has low suction with new parts. Additionally, she alleged that she has mastitis and was prescribed dicloxacillin.